Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced positioning issues during patient support. It was documented that at one point during support, the pump had shifted and pointed towards the mitral. This resulted in persistent suction alarms for which multiple unsuccessful attempts were made to reposition the device. A placement signal not reliable error was subsequently triggered and the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.